Event description:
I purchased a reliefband sport on (B)(6) 2025 (order #(B)(4)) purchased for an upcoming vacation on a cruise ship. On the company's website: the reliefband® sport is the first ever waterproof wearable of its kind, perfect for treating motion or sea sickness caused by boating, cruising, and watersports. Ipx7 waterproof, device can be submerged in water up to 1 meter for 30 minutes without any damage. I was on the cruise, (B)(6) 2024. Went into a pool for five minutes, approximately two feet in depth. Then in the surf of the ocean for five minutes and did not have the band submerged the entire time. The band did not work in water and was defective. It could not be charged. When I returned from the cruise - I called customer service requesting my money back. Was not given my money back because of their 14-day policy. (Not very good policy, especially for seniors) it took some effort on my part to convince customer support that at the very least, the band should be replaced. I should receive a replacement but preferred the refund because the product does not work as advertised. This is an FDA approved medical device which did not help me with vertigo/nausea because it is defective and I returned it to reliefband.